Event description:
The facility representative contacted baxter to report a flogard administration set in which brown dots appeared in the chamber. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The assignable cause could not be determined at this time. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted if additional information becomes available.